Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested positive for bacillus flexus and providencia stuartii. The scope was ethylene oxide (eto) sterilized and returned to the service center for a physical evaluation. A visual inspection was performed on the scope¿s instrument and suction channels. Upon inspection of the instrument channel, multiple scrape and tear marks were found along the channel wall. The scrape marks inside the instrument channel started near the distal end opening and proceed up to the proximal end control body. The suction channel, showed no signs of damage. Furthermore, there was no sign of foreign material or stain present within the instrument or suction channels. The scope passed the leak test. Additionally, the service group noted there was restriction within the instrument channel, the distal end plastic cover has deep dents and scratches and the bending section cover glues are cracked. The likely cause of the damaged/scrape marks on the instrument channel walls can be attributed to stress applied/excessive force to an accessory or endotherapy device. A review of the service history of the scope indicated the scope was purchased on november 28, 2010 with five repairs in the last four years; none related to positive culture or a cross contamination issue. As part of the investigation, an endoscopy support specialist (ess) visited the user facility and provided a reprocessing training. The ess observed the user facility¿s reprocessing practice and there were no deviations noted. Based on the investigation, the exact cause of the positive culture cannot be determined.

Manufacturer narrative:
The referenced scope was returned to the service center, but the cause of the reported positive culture is unknown as the investigation is ongoing. As part of the investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. In addition, the scope was sent to an independent laboratory for microbial testing but the test results are pending. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope's culture tested positive twice for pseudomonas aeruginosa (10cfu's) after it has been reprocessed. There was no patient infection associated with this report.